Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) didn't fix in the intravascular during procedure. The balloon lost pressure and then pulled through. Proceeded to manual compression after removal of the device. There was no reported patient injury. The user is experienced in mynx training. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) didn't fix in the intravascular during procedure. The balloon lost pressure and then pulled through. Proceeded to manual compression after removal of the device. There was no reported patient injury. The user is experienced in mynx training. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were in the non-depressed position. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was partially exposed. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 7f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. In addition, a high presence of blood was observed on the sealant sleeves and the sealant portion of the device, which resulted in sealant swelling and premature exposure. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The measurement was obtained using a calibrated ruler. A simulated deployment test evaluation was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. In addition, the balloon was tested for inflation and deflation, during which no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. However, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant due to the premature swelling. The exact cause of the reported incident and the observed condition of the device could not be conclusively determined during product evaluation. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no loss of pressure noted with the returned device. However, prepping/handling factor are possible. Regarding the premature exposure of the sealant, procedural/handling factors also possibly contributed to the premature swelling/exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Although not intended as a mitigation, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ additionally, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.